Manufacturer narrative:
Following the case, the clinician reportedly disassembled the bellows assembly unit and noted excessive moisture. The bellows was reattached, moisture removed, and the unit was reassembled. When a gehc service representative arrived to check the unit, the reported complaint could not be duplicated. The latch, u-cup seal, and rim were replaced. (B)(4).

Event description:
The hospital reported that, during a case, the bellows popped off its position. The clinician reportedly switched to manual mode to complete the case. There was no reported patient injury.